Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), during a transapical tavr procedure in the aortic position, during deployment of a 26mm sapien 3 valve, the valve was observed to have first opened at the outflow portion, followed by inflow portion. Upon checking the delivery catheter, the inner shaft of the catheter was observed to be broken. Despite that, the procedure went on uneventfully.

Manufacturer narrative:
Procedural imagery and the delivery system were provided to edwards lifesciences for evaluation. A review of the imagery revealed the following observations: prior to deployment, the guidewire lumen was not kinked the inflation balloon expanded distally first the inflation balloon subsequently expanded proximally, creating a waist the inflation balloon was able to fully expand with the correct shape the valve appeared to be fully and properly expanded post-deployment, the guidewire lumen was not kinked due to the severe kink in the guidewire lumen, a slight leak (through the guidewire lumen) was observed when the balloon was fully inflated. As a result, functional testing of the balloon with a crimped valve was unable to be performed. However, because the leakage was minor, the balloon inflation/deflation time was able to be tested. The balloon was able to fully inflate, but without a stylet or guidewire inserted, the kink in the guidewire remained. The total inflation/deflation time (inflation + 3 second holding time + deflation) was tested and was found to be within specification. A sample 0.035" guidewire was inserted into the distal end of the delivery system. The guidewire experienced resistance at the kink but was able to pass through. The balloon was again able to fully inflate and with the guidewire inserted, the guidewire was not kinked during inflation. Dimensional testing of the balloon was also unable to be performed. Due to the severe kink in the guidewire lumen, a slight leak (through the guidewire lumen) was observed when the balloon was fully inflated. However, there was no allegation of a non-conforming balloon size (the thv deployed fully and properly during the procedure) and the balloon was able to fully inflate during functional testing. Additionally, measurements of the guidewire lumen were not performed since the observed kinks were not present during the procedure and were likely caused by subsequent device handling and not the result of a device malfunction. During manufacturing, the delivery system undergoes multiple 100% inspections. Additionally, ten (10) samples from the lot were tested during product verification. These inspections and testing during the manufacturing and product verification process support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. The complaint for ¿delivery system ¿ kinked, bent¿ was confirmed based on visual inspection. The complaint for ¿delivery system ¿ inflation difficulty¿ was not confirmed based on procedural imagery review and functional testing of the returned device during engineering evaluation. As noted in the imagery review and report, the balloon first inflated distally then proximally, creating a waist as the valve was being expanded. For the certitude delivery system, it is normal to see a ¿dog-bone¿ inflation or to see the distal end inflate first. Both are considered to be acceptable, so long as the valve deploys properly and fully. Similar inflation behavior can be seen in the training manual, wherein the 26mm thv first expanded distally, then in a ¿dog-bone¿ shape. In this case, the balloon was able to be fully inflated during the procedure and the valve was fully and properly deployed. Additionally, during functional testing of the returned device, the balloon was able to be inflated and deflated normally. As such, there is no evidence of device malfunction in the balloon. The ¿broken¿ (kinked) catheter noted in the report was likely the result of inflating the balloon without a guidewire or stylet inserted, as this has been known to create a kink in the observed location. This is supported by the procedural imagery, in which no kinks in the guidewire lumen can be seen pre-, during, and post-deployment. The kink was likely then exacerbated during return packaging of the device without a guidewire or stylet inserted. Thus, based on available information, the kink in the guidewire lumen was most likely created as a result of device handling or packaging post-procedure without a guidewire or stylet inserted in the lumen. No manufacturing or IFU/labeling inadequacies were identified. Available information suggests that device handling post-procedure may have contributed to the reported event. Since no product non-conformances or IFU/training inadequacies were identified, and there is no indication of increasing trend that surpasses control limits for this trend category, no corrective or preventive action is required at this time.

Manufacturer narrative:
Additional information provided confirmed that during prep, a 3 ml negative pressure induced a waist, prior to crimping the valve between the shoulders. The valve was centered with the marker before deployment. There was no resistance reported while trying to advance the delivery system through the sheath. The delivery system was returned to edwards for evaluation. During preliminary engineering evaluation, the delivery system was returned attached to the extension tube and the atrion (11ml of fluid). The loader tube was proximal to the balloon (distal end of delivery system. A severe kink was also observed on the guidewire lumen. The balloon was able to be inflated with the returned solution and with no difficulty. Investigation is ongoing.